Manufacturer narrative:
H6 investigation conclusion code should be cause traced to non-device related factors.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device. Interrogation results were normal, visual screen was acceptable and device image download was successful or attempted.

Event description:
It was reported that the during an in-clinic follow-up, it was noted that the patient experienced an infection. The implantable cardioverter defibrillator (ICD) and left ventricular (lv) lead were explanted and replaced. There was no allegation from the physician that the infection was abbott device or procedure related. The patient was in stable condition.